Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017, wherein the ipg site was revised and the issue is now resolved.

Event description:
Additional information revealed the patient's ipg was moved down lower during the ipg revision.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is moving in the pocket causing the patient discomfort, due to weight loss. As such, surgical intervention may be undertaken to address the issue.